Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 520 mg/dl at the time of incident. The customer was declined the troubleshooting for high blood glucose and don¿t want to continue. Customer was treated with the manual injection. The insulin pump will not be returned for analysis.